Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. It was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that farawave catheter was selected for farapulse procedure. It has been mentioned that leak was noticed while flushing the catheter and the flush fluid ran out of the shaft at the end of the catheter. It appeared that the catheter had not been properly sealed. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that farawave catheter was selected for farapulse procedure. It has been mentioned that leak was noticed while flushing the catheter and the flush fluid ran out of the shaft at the end of the catheter. It appeared that the catheter had not been properly sealed. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, a supplemental report will be provided.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. It was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review/service history review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of leak is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.